Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device remained activated. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were somewhat burnt. There was some evidence of blood. The device was tested for deactivation after releasing the toggle. The device did not always fully deactivate when the tool was in the cannula. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and no non conformities were found. Based upon the observation of the toggle not releasing, the reported complaint for "device remains activated" was confirmed. Internal file number - (B)(4).